Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire removal difficulties were encountered. The target lesion was located in the vessel below the knee. A 200cm, 8cm v-18 control wire was inserted to the target lesion. However, when the wire was exchanged, resistance was noted when pulling it back through the 4fr diagnostic catheter. When the guide wire was pulled out of the sheath, the distal 6-7 cm of the guide wire had come away from the core of the wire but was still attached. The procedure was completed with another with the same device. No patient complications nor harm were reported.